Event description:
Reportedly, during the closing of a head laceration, the instrument jammed and would not release the staple and partially stuck in tissue. The stapler was dismantled to remove it from the tissue without patient injury.